Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 38 mg/dl. Low bg cause was not known. Customer consumed carbohydrates as a treatment action and acknowledged the recommendation to consult a healthcare professional to discuss factors affecting blood glucose levels.